Event description:
The customer reported that the system displayed an overload fault error message. This error message will likely cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced. The system was then found to be operating as intended.